Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to lack of benefit. The patient was reimplanted with another cochlear device on the contralateral side during the same surgery.